Event description:
The customer reported the device fails to charge the defibrillation circuit for defibrillation. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device fails to charge the defibrillation circuit for defibrillation. There was no pt involvement. The local fse resolved this issue by replacing the battery.